Manufacturer narrative:
E3: occupation: rcis. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the incident occurred at the end of a diagnostic left heart catheterization procedure. A 6fr slender sheath was in place in the right radial artery. At the procedure's end, a tr band was applied to the patient's wrist before sheath removal. When applying the tr band, an abnormality in the balloon connection was observed, with reports stating, "the balloons are not connected and will not inflate." The sheath remained in place while this tr band was on the wrist. Subsequently, the band was replaced with a new one, the sheath was removed, and successful hemostasis was achieved. The original packaging and lot number were not retained for this report. There was no blood loss associated with this event, and the patient's condition remained stable. All available information for this incident has been provided, although patient demographics were requested and could not be obtained. The sheath was removed after the tr band was positioned on the patient's wrist.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The small and large balloons are separated at the balloon weld. The complaint can be confirmed for small and large balloon damage. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and non-conformances (nc) was initiated. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).